Event description:
Pt h & p very brief. Bilateral insertion silicone breast implants 1975 for "congenital defect", 9/17/93 removal of bilateral implants with insertion of saline-filled implants. Right silicone implant partially ruptured. Left silicone implant grossly ruptured with massive leakage of silicone. Dr requests a written report of findings.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.